Event description:
This male patient was presented to the interventional lab for an angioplasty procedure of the superficial femoral artery (side unk). The vessel was described as heavily calcified and mildly tortuous with a 95% stenosis. The physician made access to the patient at the brachial artery and inserted a 6f brite tip sheath. A radifocus .035 guidewire was inserted to access the lesion. The physician advanced the balloon, over the guidewire, to the lesion and began to pressurize the balloon with an indeflator. Upon inflation the balloon ruptured at 5 atms. The balloon was safely removed and another balloon was used to complete the procedure. There was no injury to the patient.